Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision not yet taken place. Left hip asr xl system - bi-lateral, reasons for possible revision: metal and/or metal ions in body tissues and blood, pain, distress, anxiety, limitation of movement. Us court case no: (B)(4). See (B)(4) for right hip revision. Update from (B)(6) 2012: product codes and lot nos, us court docs. Update received: 13th may 2014 - re-created to attache legal document, no new information to report and cross referenced.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Litigation alleges that the patient experienced the following on account of her asr left hip implant: metal and/or metal ions in body tissues and blood; pain; distress; anxiety; limitation of movement.